Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk also, unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, the insulin pump passed idle current test, run current test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer reported that they were stuck in prime sequence. The customer also reported that the insulin pump would count up then would restart. The customer's blood glucose was 247 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.